Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the priming. The customer¿s blood glucose was unknown. The customer also reported that the screen of insulin pump was getting a rainbow distortion and was not getting a low reservoir warning. The insulin pump will not be returned for analysis.